Manufacturer narrative:
The investigation for the high purge pressure has been completed. The pump was returned for investigation. The returned pump did not have any physical damage. Small amount of biomaterial was noted in the purge gap. The pump was primed and ran as expected during testing. High purge pressure did not reproduced on the returned product. As per the given clinical details, a high purge pressure alarm was noted during use. The total case run time was 1.25 hours. The data log showed a spike in motor current before the rise in purge pressure, which resulted in high purge pressure. The pump was explanted. The cause of the high purge pressure issue was most likely biomaterial, based on data log review and returned product investigation. E4 should have been left blank on the initial manufacturer device report number 1220648-2024-23584 as it is unknown if the initial reporter also sent the report to the food and drug administration. G1 revised reporting contact email since the initial manufacturer device report number 1220648-2024-23584 was submitted in accordance with updated procedures. G1 revised manufacturing site fax number as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2024-23584.

Event description:
The complainant reported that during the high risk coronary intervention (hrpci) procedure the impella cp had a purge high pressure alarm. The cause was unknown. There were no kinks in the purge line. After the percutaneous coronary intervention (pci) the impella was explanted.

Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.